Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture and an impedance anomaly. Fluoroscopy revealed that the lead had dislodged. The lead was capped and replaced. There were no adverse consequences to the patient.